Manufacturer narrative:
Broken weld.

Event description:
It was reported by service report that the patient's left end side rail assembly was inoperable. No patient involvement or adverse consequences are reported.